Manufacturer narrative:
We checked the returned unit and confirmed that the suction channel stuck accessory/object. Based on the result, we concluded that it was caused due to the excessive force applied on the suction channel. In addition, we confirmed that the light guide cable coating damage, and the bending rubber leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.